Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the intraocular lens (iol) was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review. The lenses were released according to specification and in compliance as required. The environmental monitoring for the date of the manufacturing process were within specification. The sterilization records for this lot were reviewed and no deviations were found that could affect the sterility of the device. The product was processed according to requirements and met specifications. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported customer's complaint. The manufacture of the lenses were performed per the established procedures as required and no similar complaints were found for this lot. The cause of the event could not be determined; however, per record review results there was no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgery center had 9 possible toxic anterior segment syndrome (tass) cases. Per customer, fibrin was present in all patients¿ eyes which is a response to inflammation. The account reported that these patients were treated with an increase of steroid drops which helped to resolve the inflammation. It was reported that the patients have recovered. This MDR report pertains to the patient #7 (right eye). A separate MDR report has been generated for each of the patients.